Manufacturer narrative:
The device was received without a pouch. A visual inspection was performed with the naked eye. During visual inspection it was observed that the tip protector at the heater line for the assembly was not fully capped. Functional test (self-test and priming) was performed with no abnormality observed. The reported condition was verified. An assignable cause was a manufacturing (assembly) issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tip protector was almost detached from the spike of the heater line on a homechoice automated pd set with cassette. This was observed during set up before connecting to a solution bag. There was no patient injury or medical intervention associated with this event. No additional information is available.